Event description:
It was reported that during implant of an implantable pulse generator (ipg) there was an attempt to screw in a lead, however it appeared that the screw-thread was forced. The screwdriver was changed but the same problem existed. The ipg was exchanged for another device, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.